Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was pulled apart due to overstress and there was apparent explant damage. (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had possibly fractured leading to patient syncope. It was also reported that the right atrial lead was presenting intermittent far field oversensing leading to inappropriate mode switching. Both leads were removed and replaced. No further patient complications were reported as a result of this event.